Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. It was also noted with analysis that the grommet was damaged and the set screw was lodged and loose/detached.

Event description:
It was reported that during reposition of the atrial lead this implantable pulse generator (ipg) had an atrial setscrew missing. Subsequently the device was exchanged by another. It was further reported that the two leads were repositioned because of high thresholds discovered during a standard check-up three days after implant. The leads remain in use. No patient complications were reported as a result of this event.